Event description:
The customer reported that the system displayed an interlock failure error message at boot-up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and reseated the circuit boards and the connections. The voltage was verified. The system was tested and found to be working as intended and put back into service.